Event description:
The patient received her scs system consisting of an ipg and paddle lead on (B) (6) 2009. It was reported on (B) (6) 2009 that the patient experienced a change in stimulation. An xray was taken which indicated the lead had migrated. During lead replacement on (B) (6) 2009, the physician noted a bend in the lead at the anchor site and also invalid impedance measurements for some electrodes. The lead was returned to ans for evaluation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead has a radical bend located about 1 cm from the strain relief and has broken wire in the paddle portion for electrode #2. Channel 2 also displays no continuity during testing and invalid impedance measurements. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.